Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during an elective device replacement, difficulty with setscrew retraction was exhibited. The setscrew was able to be removed following the addition of oil, so as to assist with removal rotation. No resulting adverse patient effects and no damaged products were reported during the replacement procedure; however, an extended procedure time of ten minutes was noted. The associated lead was able to be reused with the new device and the explanted unit was returned for analysis.

Manufacturer narrative:
Correction: this report is being filed to correct information previously submitted regarding returned product testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies; the device met labeled longevity specifications. Using a standard wrench, the setscrew functioned normally during analysis. No further testing was performed due to a depleted battery and no field functional product allegations. The device has been archived as meeting specifications.

Event description:
Boston scientific received information that during an elective device replacement, difficulty with setscrew retraction was exhibited. The setscrew was able to be removed following the addition of oil, so as to assist with removal rotation. No resulting adverse patient effects and no damaged products were reported during the replacement procedure; however, an extended procedure time of ten minutes was noted. The associated lead was able to be reused with the new device and the explanted unit was returned for analysis.

Manufacturer narrative:
(B)(4); following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during an elective device replacement, difficulty with setscrew retraction was exhibited. The setscrew was able to be removed following the addition of oil, so as to assist with removal rotation. No resulting adverse patient effects and no damaged products were reported during the replacement procedure; however, an extended procedure time of ten minutes was noted. The associated lead was able to be reused with the new device and the explanted unit is intended to be returned for analysis.